Manufacturer narrative:
Device was returned deployed. The reported event stated the soft cannula appeared to be "cut". Inspection of the device found the soft cannula to be damaged and shortened. Although the soft cannula was confirmed to be damaged, it could not be determined how and when the damage occurred. The bottom and middle batteries were measured to be low; however, it did not affect the device during operation as the device ran 368 pulses before it was deactivated by the user. No timeouts or drive stalls were noted during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for 1 to 4 hours and patient's mother reported a blood glucose level over 250 mg/dl. Patient reportedly also experienced nausea. As treatment, a new pod was applied.